Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the laser power was low during a surgical procedure. The surgeon turned the laser power up to complete the procedure with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and the reported event could not be replicated or confirmed. The system was then tested and met all product specifications. The system was manufactured on june 6, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).